Event description:
After incision was made, dr. Was using the suction bovie (electrocautery) and said it was sparking. I unplugged and plugged the bovie back in. The bovie was still sparking. I obtained a new generator and suction bovie. The new combination was not sparking. The generator was sent to biomed and the suction bovie was given to supervisor.